Manufacturer narrative:
The sample was not returned for evaluation. Images were provided and review by clinical specialist. Based on review of the information the cause of the reported event cannot be determined. There is not enough information provided to determine the exact endoleak type. A manufacturing record review was performed and the lot met all release criteria with no related issues or deviations that explain the reported event. The lot usage history shows that no other units from this lot have been involved in a similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.(B)(4)

Event description:
It was reported that approximately 16 months post-implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently with an endoleak. Reportedly, the patient presented to the emergency room with fever and abdominal pain; a computed tomography scan revealed contrast coming out from the mid portion of the bifurcated device. The patient was treated with a proximal infrarenal and suprarenal aortic extensions; however, the endoleak remained. The physician elected to reline the bifurcated device by implanting a bifurcated device inside the initial bifurcated, and successfully excluded the endoleak. The patient tolerated the procedure well. Note: patient had lost follow up with implanting physician in the last 16 months.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.